Event description:
The customer states that the interconnect cable was torn/frayed. The pins inside of the lemo receptacle are broken. No patient was involved.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed and replaced the interconnect cable. The system tests and checks out ok.